Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter was implanted due to dvt. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: post-implant dvt/pe and unsuccessful retrieval of the ivc filter. Per the patient profile form (ppf), patient underwent an unsuccessful percutaneous removal procedure approximately one year and eleven months post implantation. Per the patients¿ medical records, the patient presented with extensive chronic iliocaval obstruction secondary to thrombosed ivc filter. Iliac venogram was performed, which demonstrated severe iliac venous obstruction. A flush catheter was introduced over the wire and positioned in the common iliac vein. Inferior vena cavagram and common iliac venogram was formed in this location, which demonstrated complete obstruction of the ivc. The procedure was terminated. The patient then underwent ivc recanalization, angioplasty, and stent reconstruction. Approximately two weeks later, the patient underwent a successful right iliocaval stenting and angioplasty. Per the ppf, the patient reports filter embedded in wall of the ivc, filter embedded other than in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and post-implant dvt/pe. The patient also reports suffering from pain/discomfort and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: post-implant dvt/pe and unsuccessful retrieval of the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result. Patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter was implanted due to dvt. According to the information received in the patient profile form (ppf), patient underwent an unsuccessful percutaneous removal procedure approximately one year and eleven months post implantation. Per the patients¿ medical records, the patient presented with extensive chronic iliocaval obstruction secondary to thrombosed ivc filter. Iliac venogram was performed, which demonstrated severe iliac venous obstruction. A flush catheter was introduced over the wire and positioned in the common iliac vein. Inferior vena cavagram and common iliac venogram was formed in this location, which demonstrated complete obstruction of the ivc. The procedure was terminated. The patient then underwent ivc recanalization, angioplasty, and stent reconstruction. Approximately two weeks later, the patient underwent a successful right iliocaval stenting and angioplasty. Per the ppf, the patient reports filter embedded in wall of the ivc, filter embedded other than in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and post-implant dvt/pe. The patient also reports suffering from pain/discomfort and anxiety.